Event description:
It was reported that the 9900 system would lock up intermittently during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power motor relay board and p4 connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.